Manufacturer narrative:
This report was created to capture the post procedure experienced by the patient and all received from the article information received from the article: chalouhi et al. Intracereral hemorrhage after pipeline embolization: management of antiplatelet agents and the case for point-of-care testing -- case reports and review of literature. Clinical neurology and neurosurgery 124 (2014) 21-24.(B)(4).

Event description:
Information received from the article: chalouhi et al. Intracereral hemorrhage after pipeline embolization: management of antiplatelet agents and the case for point-of-care testing -- case reports and review of literature. Clinical neurology and neurosurgery 124 (2014) 21-24. It was reported that a patient in his/her (B)(6) had a right supraclinoid ica (internal carotid artery) aneurysm was treated with 2 pipelines. Five days post procedure, the patient returned with an excruciating headache. The patient was neurologically intact; however head CT (computed tomography) demonstrated a right temporal lobe hemorrhage. Following clopidogrel adjustments and a platelet transfusion, the patient improved clinically and was discharged neurologically intact. The information was received from the same article as MDR# 2029214-2015-00123.